Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: the infusion was set to run for 24 hours but the pump alarmed air in line after ~4 hours. Did the device over or under-deliver? Overinfusion. Programmed rate (ml/hour): 20 ml/hr. Remaining volume (ml): bag ran empty. Volume given (ml): bag was filled to ~450 ml. Medication or therapy being infused: unknown. Was there injury to the patient or medical intervention of any kind? Yes, patient required repeat procedure and infusion. When did the issue occur (on patient, during set up, etc)? On patient. Additional information: infusion was set to run for 24 hours but the pump alarmed air in line after ~4 hours.